Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-04883 and 1627487-2013-04885. The patient received 4 leads with two lot numbers and two extensions with the same lot number. It was reported the patient had lead wires which were poking the patient in his side. The patient was seeking a physician and the scs system was to be explanted due to the painful sensation. All devices with wires have been reported.